Manufacturer narrative:
Batch review performed on 08.october.2021: lot 1901382: (B)(4) items manufactured and released on 21-06-2019. Expiration date: 2024-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
At 1 year and 10 months after the primary surgery, the patient came in reporting pain. The surgeon determined there was anterior instability due to cup malpositioning and heterotopic ossification(separate problems). The surgeon removed the bone and changed out the liner for a face-changing liner and a larger head size. The surgery was completed successfully.